Event description:
Male pt had r sided PICC placement on (B)(6) 2011. On (B)(6) 2012, prograf level drawn from PICC was 3.6. On (B)(6) 2012, prograf levels drawn from PICC were: red lumen 37.9. White lumen 23.3. This facility's policy is to administer through the designated grey lumen so that they can draw from the red or white lumen. PICC remains in pt but all prograf labs are now being drawn peripherally.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of revi0059 showed two other similar product complaint(s) from this lot number. (B)(4).